Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned multi-function cable and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Communication with the customer confirmed that the multi-function cable was not attached to the electrode pads during the event in question. Once the crew identified the pads were not plugged in, they remedied the situation and did not observe a shockable rhythm. The investigation concluded that the device operated as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to obtain an ECG signal. Complainant indicated that the crew believed there was a period of time where the electrode pads were not plugged into the defibrillator. After the electrode pads were plugged into the defibrillator, the patient showed asystole. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned multi-function cable and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Communication with the customer confirmed that the multi-function cable was not attached to the electrode pads during the event in question. Once the crew identified the pads were not plugged in, they remedied the situation and did not observe a shockable rhythm. The investigation concluded that the device operated as intended. The device was retained at zoll medical and the customer received a replacement device. No trend is associated with reports of this type.